Event description:
It was reported to resmed that an astral failed to complete its internal self-test. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaint. The device was replaced to address the issue. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral failed to complete its internal self-test. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to process contamination during device manufacturing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).